Event description:
A patient reported their implantable neurostimulator (ins) was increasing on its own. The patient said they had their device reprogrammed last week. The patient was advised to sync with the ins and the patient was on a group with adaptive stim enabled. The patient was instructed in disabling adaptive stim. It was reviewed that with adaptive stim disabled, the stimulation would not change with the patient's position. Patient was instructed to follow-up with healthcare professional for reprogramming on the adaptive stim group. The indication for implant was radicular pain syndrome and spinal pain. On 2016-08-01 patltr (con): additional information received from the patient reported he had not notified his managing physician about the adaptive stimulation issue with stimulation increasing on its own and he did not have an appointment with the physician. When asked what steps were taken to resolve the stimulation increasing on its own, the patient responded, "helped reset it." The patient noted that the stimulation increasing on its own issue had been resolved.

Event description:
A patient reported their implantable neurostimulator (ins) was increasing on its own. The patient said they had their device reprogrammed last week. The patient was advised to sync with the ins and the patient was on a group with adaptive stim enabled. The patient was instructed in disabling adaptive stim. It was reviewed that with adaptive stim disabled, the stimulation would not change with the patient's position. Patient was instructed to follow-up with healthcare professional for reprogramming on the adaptive stim group. The indication for implant was radicular pain syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.